Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Nothing further was reported.